Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually inspected, and leak tested. It was noted that the kink resistant tubing (krt) was worn down to the filament and contaminated with body fluid; however, the pump passed the leak testing. No functional testing could be performed due to the contamination. Visual inspection of the cylinders noted that the first cylinder had holes near the proximal end and in the front tip due to sharp instrument damage. The second cylinder had a hole near the proximal end consistent with sharp instrument damage. The reservoir was visually inspected, and leaks tested. It was noted that the krt was worn down to the filament, but the component passed the leak test performed. Based on the information available and analysis results, the reported inflation issues could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. There were no patient complications.